Manufacturer narrative:
Correction: the original date received by MFR should be 30-dec-2007. The initial reported event of infection was submitted via an alternative summary report. As the summary report has been revoked, this new information is therefore being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to infection. No further patient complications have been reported as a result of this event.